Manufacturer narrative:
One device was received for evaluation. Visual inspection damaged rear housing, damaged rear label, a damaged air detector, and a contaminated dso and uso sensor. There was a high-pressure alarm revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. Additionally, the air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a double beep, damaged air detector, damaged rear top label, and battery door needs replacing. The event occurred during testing, there was no patient involvement.